Event description:
Caller reported a minimum fill notification, which indicated that less than 80 units of insulin remained in the cartridge while attempting to reload. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the recommended minimum amount of insulin for reloading and instructed them on cleaning the pump's pneumatic tap area. The caller was guided to fill and load a new cartridge properly and successfully resumed insulin delivery without further issues.